Event description:
This pt is one of three who developed a superficial surgical site infection following a lumbar laminectomy performed during the months of july and august 2000. Adcon-l was used as an adhesive barrier in this case. Of the ten pts who had lumbar laminectomies with the use of adcon-l during the month of july and august 2000, three pts developed a superficial surgical site infection, an infection rate of 30%. The remaining forty pts who had lumbar laminectomies during this same time period and adcon-l was not used, the infection rate was 2.5%.